Event description:
Additional information was received which noted that the patient would continue to be monitored. No further actions or interventions were planned or performed. No additional adverse patient effects were reported.

Event description:
Additional information was received which noted a different type of rv noise signal was observed, which inhibited pacing for several seconds in the ra and rv. In addition, the ra and rv impedance measurements were greater than 3000 ohms. The device was reprogrammed and further steps would be discussed with the physician. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited noise on the right ventricular (rv) and right atrial (ra) channels. The ra noise was oversensed, which resulted in inappropriate atrial tachy response (atr) episodes. The rv noise resulted in pacing inhibition of less than two seconds. The episodes were reviewed, and it was noted the noise appeared to be from myopotentials. The noise was reproduced with patient isometrics. The device was reprogrammed to bipolar configuration and no further noise was noted. No additional adverse patient effects. The device remains in service.